Event description:
It was reported an unknown baxter infusion pump did not alarm, causing infiltrates in a neonate patient. The treatment and outcome was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The patient is a neonate (exact age not reported). If additional relevant information is obtained, then a follow-up report will be submitted.